Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that the shrink wrap seal on the outer tubing package was missing. No complications to the pt was reported.